Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. There were two circumferential tears 4mm and 5mm distal from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found circumferential tears and tip damage to the device.

Event description:
Reportable based on device analysis completed on 27mar2020. A 12mm x 2.50mm nc quantum apex balloon catheter was received with no issue reported. However, returned device analysis revealed balloon torn circumferential.